Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer display had issue immediately prior to an interrogation. Another programmer was needed to perform the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; display was distorted whenever display screen was moved; display flex tape found damaged. Analysis also found the power cord bay was scratched.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.